Event description:
Rptr alleged obtaining discrepant back to back blood glucose results of 132 mg/dl, 176 mg/dl, 172 mg/dl and 280 mg/dl when all test were performed within 10 mins on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.